Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage occurred. While preparing a 3.50mm x 16mm liberté drug eluting stent, the shaft of the stent delivery system "effortlessly" broke distally. The procedure was completed with another of the same device. Additional information has been requested and is not available on how the procedure was completed.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Previously it was reported that during preparation for a stenting treatment procedure, stent damage occurred. However, the statement should have said during preparation for a stenting treatment procedure shaft fracture occurred

Manufacturer narrative:
Device evaluated by MFR.: the liberte/veriflex catheter was received with no original packaging or other devices. There was a complete separation of the hypotube. The balloon was tightly folded and there was no indication the balloon was subjected to positive (inflation) pressure. The stent was appropriately positioned between the markerbands and secured to the balloon. The hypotube separation was 57cm from the end of the strain relief. The hypotube fracture surface was ovaled, which suggests the device was kinked prior to separation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Describe event or problem: corrected. (B)(4).

Event description:
Previously it was reported that during preparation for a stenting treatment procedure, stent damage occurred. However, the statement should have said during preparation for a stenting treatment procedure shaft fracture occurred.